Manufacturer narrative:
Follow-up #1: date of submission 06-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the basal history appeared to be inaccurate due to an unexplained loss of prime, and deliveries were resumed. A routine cartridge change was performed and a zero unit basal rate was recorded, another zero unit basal rate was recorded due to a manual suspend. The pump was run for 24 hours with a 1 unit per hour basal rate. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. No alarms or power on resets occurred during testing. The allegation of the basal history recording a defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose of 301 mg/dl with trace ketones. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.